Manufacturer narrative:
Investigation in progress but not yet complete.

Event description:
It was reported that the screwdriver was broken during screw removing operation. The surgeon used the removal tool and the screw was removed.